Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol basket was used in the kidney during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the wires of the basket broke off when trying to remove a stone in the kidney. The detached basket wires were retrieved using another zero tip basket which also completed the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol basket was used in the kidney during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the wires of the basket broke off when trying to remove a stone in the kidney. The detached basket wires were retrieved using another zero tip basket which also completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: device problem code 1069 captures the reportable event of basket wire break. H10: a zero tip basket was returned for analysis. A visual analysis of the returned device found that the distal end of the sheath was kinked in several locations. The distal section of the basket assembly was returned separated from the rest of the device. No other anomalies were noted. The sheath was removed and it was observed that the distal section of the device (basket wires) was detached/separated from the splice cannula and pull wire/mandrel. The splice cannula has crimp marks which indicates that the device was properly crimped during manufacturing. It is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kinking of the sheath at distal end. Also interaction with the scope could have contributed with the encountered damages. Once the sheath is kinked at the distal end, this condition would cause friction between the sheath and the inner wire during the handle actuation. Continued attempts to open/close the basket or excessive force applied to the handle can result in wire-basket assembly detachment. The directions for use states "precaution: kinks in the sheath will hinder the mechanical operation of the basket." Therefore the investigation conclusion code for this complaint is "caused traced to component failure" since there is an expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.